Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during single-port thoracoscopic lobectomy, the patient's tissue was too thick, and there was a clicking sound during use. Later, when the turning staple was used, it could not be used when it needs to be angled. A new handle with the same reload was used to complete the case. There was no patient injury.